Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigations have shown that the complete upper part of the matrixmandible short cut is indeed broken off. The exact cause which has lead to this breakage is undetermined. There is a visible nick at the cutting edge. It is possible that the edge was previously damaged and that by the blunt edge an excessive cutting force was necessary which finally caused the breakage. The broken surface of the instrument is homogenous which indicates material conformity. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Cutter broke as surgeon cut the 2.8mm left angled plate on the matrix. This 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device manufacture date was 09/24/2008.